Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an episode of inappropriate atp therapy delivered for af with rvr. The rhythm onset suddenly and fell into the vf zone. The intervals were inconsistent. Atp appeared to break the rhythm prior to hvt being delivered. No changes were made. The patient was asymptomatic and fine.